Event description:
The lens in the lithonia light fixtures suitable for use in iso 7 and iso 8 cleanrooms and surgical suites were placed in the lens frame upside down thus exposing the radio interference filter (rif) to disinfectant cleaning solutions during our scheduled monthly wall and ceiling washing. The rif immediately started to degrade and flake off upon contact with our cleaner disinfectant (oxivir tb). This resulted in a shutdown of our surgery suite until repeat terminal cleaning was done. Upon further inspection of the light lens, it was found that lens was not consistently placed in the frame by the manufacturer. Some lenses had the rif exposed outside of the light fixture while others had the rif facing inside the light fixture thus protecting it from the cleaning chemicals. This is a manufacturing flaw that is not easily detected. The lens is placed into the frame by the manufacturer and there is only one way to install the lens frame into the fixture. Product specific information: integra seal cleanroom lighting - lithonia lighting 2srt recessed clean room troffer 2x4; grid 1-1/2 inch wide tee, number of lamps 6; lamp type 32w t8 (48¿) door - fw aluminum insert white, lens syar psi symmetric/asymmetric acrylic with radio filter grid 200¿ thick; ballast geb1015, internal fast blow fuse, rif radio interference filter (one per fixture).